Event description:
A report was received from japan stating that an ht70 ventilator experienced a malfunction. The customer reported a noise emitting from the device when the fio2 was set at 100%. The malfunction did not occur during patient use.

Manufacturer narrative:
Additional information is not available. (B)(4).